Event description:
It was reported that during a lap prostatectomy procedure, the doctor was using the device. Then after forty minutes they heard a solid tone. After looking at the device more carefully, then they noticed the white non active pad was no longer attached to the device and had fallen off. They could not locate it. It is not known whether it was left in or out of the pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage had occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventative action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.